Event description:
It was reported that a week after implant, it was discovered by x-ray and echocardiogram that the right ventricular lead had perforated the right ventricle. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. The analyst noted that the lead was returned with the helix fully extended.